Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: user had high glucose value.

Event description:
Customer states that she feels confused and sweaty. Customer was advised to seek medical attention. The customer's expected blood results are 500mg/dl fasting and has been as high as 800mg/dl. Based on a statement provided by her sister "(B)(6)" later that day: the customer was taken to the hospital. Customer's sister states when the customer's glucose was tested, the paramedics obtained 380mg/dl and presented with slurred speech. The customer's sister also stated that yesterday her sister was also received treatment at the hospital due to high blood sugar. During a follow up call made on (B)(6) 2015 the customer states she was using her true track sn# (B)(4), lot # rs4605. Customer was discharged two days later on (B)(6) 2015 and her blood glucose reading was 120 mg/dl. Customers's states her normal blood glucose levels are 90-200 mg/dl fasting in the mornings. Customer states she is receiving home health care and a nurse come to home to check her blood glucose levels.